Event description:
The patient reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.